Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post, all pieces returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Provisional top components and standard bottom components have been previously modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02137 and 0001822565-2018-02139.

Event description:
Worn instrument return.